Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure using the subject device, it was found that the air/water nozzle of the subject device was defective and clogged. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus china has found that the air/water nozzle was clogged with foreign materials (crystal and floccule) during the incoming inspection for repair of the subject device. It is unknown whether the subject device was able to reprocess in the correct procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus china. Olympus china checked the subject device and found the clogging by foreign materials in the air/water nozzle but could not confirm the defects of the air/water nozzle, and also found that it was difficult to remove the foreign materials. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (clogging by foreign materials) could not be conclusively determined. However, based upon the information from olympus (B)(4), the caution described in the instruction manual and similar past cases, omsc surmised that the reprocessing after the previous procedure was inappropriate, and that this phenomenon occurred because the air/water nozzle was clogged with gauze and/or residues from used chemical agents. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.